Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart and had an unresponsive keypad. Troubleshooting for unexpected restart was performed. The customer¿s blood glucose level was 14.7mmol/l at the time of the incident. It was reported that there was no temp basal programmed and the insulin pump was not stored without a battery prior to the unexpected restart alarm. It was also reported that alarm occurred shortly after battery change. The customer had an additional battery and the current battery was removed and the new battery was inserted. The insulin pump alarmed unexpected restart again. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Button error/keypad anomaly troubleshooting was also performed. It was stated that the unexpected restart alarm and max fill alarm were received leading to the keypad issues. It was also stated that the clock on the insulin pump advanced when observed for one minute. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test and rewind test. No unexpected filling reservoir now, max fill or unexpected restart alarm during testing. No frozen display noted. However, insulin pump was received with intermittent button response due to moisture damage keypad traces. Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform the occlusion and excessive no delivery test due to insulin pump unable to prime. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.